Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, there was a leak at the recirculation port on the oxygenator. The product was changed out, there was no patient involvement.

Manufacturer narrative:
Terumo has obtained the actual device that was used and performed evaluations with the suspect device and the alleged failure could not be duplicated. All units are leak tested during production and there were no indications of any production related problems in the device history record. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior to use. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).